Event description:
It was reported that the surgeon inserted an (B)(4) three piece silicone lens and after the haptics unfolded, the surgeon did not like the way the lens was positioned in the eye. The lens was removed and another same model lens was implanted without any pt injury. The reporter stated, there was not a problem with the lens but a surgeon's preference.

Manufacturer narrative:
(B)(4).